Event description:
A 71-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, the patient´s spouse informed novocure that the patient experienced an unwitnessed fall in the driveway and hit the back of his head sustaining a concussion and a skin laceration requiring staples. As a result, the transducer arrays were removed and optune gio therapy was temporarily discontinued. The patient subsequently went to the emergency room (ER) for further evaluation. On (B)(6) 2025, the prescribing physician confirmed that the patient presented to the ER on (B)(6) 2025, following a fall. Head and cervical CT did not show signs of fractures, subluxation or acute intracerebral findings. The left parietal skin laceration (approximately 5 cm long) was closed with 11 staples. The patient was instructed to apply a topical antibiotic ointment (bacitracin) 2-3 times daily and to take acetaminophen for pain management. The staples were scheduled to be removed in 7-10 days. The prescribing physician reported that there was no relationship between the events and optune gio therapy.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall and the secondary concussion were unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).